Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2015-21235, reference MFR. Report: 1627487-2015-21236. It was reported, the patient experienced pain at the lead site. The patient stated having fallen several times in the past year, and the pain occurred in the same time period. The patient discontinued using the scs system; however, she was advised to keep the ipg charged. Follow-up identified surgical intervention will take place to explant the entire system.